Event description:
Allegedly after implantation, patient learned that the wright hip was failing and releasing metal ions into her body.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete,

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the package insert was reviewed. The product was not returned.(B)(4).